Event description:
This is report 2 of 3 for the same event. It was reported from (B)(6) that the battery oscillator device had no function while in use with two battery devices. According to the report, a ¿beep¿ could only be heard if the battery case was connected to the handpiece and the switch was turned on. It was further reported that charging was not possible with the battery devices. It was not reported if the devices were used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was confirmed. The casing of the battery was opened and it was determined that the humidity was visible, measurements showed a defective fuse and charging function was no longer possible. It was also determined that a blown fuse in the battery also caused the damage to the control unit on the battery oscillator device. The assignable root cause was determined to be due to improper maintenance. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.